Manufacturer narrative:
Complaint no: (B)(4). The event was reported to have occurred during (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set would not prime. The reporter stated that this occurred after attaching the extension set to the primed primary set. The nurse reattached the device to the primary set several times; however, the device still would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Flow testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.